Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector luer lock broke from the trifurcate extension set while attaching it onto the port-a-cath. The following information was provided by the initial reporter: "recent issue further regarding the new bd trifurcate mz9266 for peds and nicus. The bd maxzero IV connector under lot 22109105 broke while attaching a trifurcate extension set onto a port-a-cath. The plastic, male luer lock portion that twists and secures the trifurcate to the port cap had broken apart. No clamps or extra force was used to remove or put back the component onto the trifurcate. No patient harm luckily. The port cap remained intact visually. This occurred last night at xxxxx."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector luer lock broke from the trifurcate extension set while attaching it onto the port-a-cath. The following information was provided by the initial reporter: "recent issue further regarding the new bd trifurcate mz9266 for peds and nicus. The bd maxzero IV connector under lot 22109105 broke while attaching a trifurcate extension set onto a port-a-cath. The plastic, male luer lock portion that twists and secures the trifurcate to the port cap had broken apart. No clamps or extra force was used to remove or put back the component onto the trifurcate. No patient harm luckily. The port cap remained intact visually. This occurred last night at xxxxx."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 17-apr-2023. H6: investigation summary: a complaint of male luers breaking during connection was received from the customer. Two samples were returned for investigation. Through visual inspection, the customer complaint was confirmed. The two male luers were damaged. The luer had separated from the rest of the set due to the damage. No other damages were observed on the set. A device history record review for model mz9266 lot number 22109105 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The complaint was reviewed, and it was determined that the cause of this defect was a non-manufacturing issue. The root cause could not be determined.